Event description:
Device malfunction: suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted an arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the plunger was withdrawn there was no suture present. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.